Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the equipment displayed system messages and locked prior to a cataract with intraocular lens implant procedure. The procedure was canceled after the patient had received peribulbar anesthesia. There was no harm to the patient.